Event description:
The handheld and flashcard were returned to the manufacturer on (B)(6) 2012 and product analysis has since been completed. An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician's handheld device was not holding a charge. Attempts for product return and additional information have been unsuccessful to date.